Manufacturer narrative:
The device was not returned for evaluation. A review of the device history, complaint history, lot history, IFU training review, and applicable manufacturing mitigations did not indicate (or support) that a manufacturing non-conformance contributed to the complaint. The cer description supports that the patient¿s anatomy had a high level of tortuousity, which likely impacted the device's ability to complete valve alignment. In terms of potential procedural factors, inflating the balloon beyond the instructed amount during prepping or leaving residual fluid in the balloon could contribute to a complaint such as this. Both factors can negatively impact the pleats/profile of the inflation balloon and increase resistance when performing valve alignment. Without the device returned (for visual inspection, functional testing and dimensional analysis), a definite root cause for the event was unable to be determined. Available information supports that the patient's tortuous anatomy likely contributed to the event. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricular perforation is unknown. However, it could be attributed, to patient factors (tortuous aorta). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a ventricular perforation occurred. Cardiopulmonary bypass was initiated and the chest was opened repair. A 16f esheath was placed without difficulty. The annulus was crossed and the stiff wire repositioned with a gentle curve in the lv. Bav was performed with a 25mm ew bav. A 29mm s3 system was prepped to nominal volume. The valve was inserted into the sheath and advanced into the thoracic aorta, which was very tortuous so alignment of the valve occurred at the beginning of the aortic arch. The balloon was canted in relationship to the valve, which made alignment very difficult. The catheter was pulled back until the alignment marker was seen however the valve did not advance over the balloon. Multiple attempts were made and the system was withdrawn and advanced into different segments of the aorta to attempt alignment. One last attempt was made by adding flex to the catheter and then alignment was successful. The unfolded arch was crossed very slowly and the valve was placed across the annulus. Immediately after crossing, the blood pressure dropped to 40mmhg and tamponade was seen on tee. The valve was deployed without rapid pacing and there was no bp post deployment. The patient was shocked out of vt and the chest was opened with cpb was initiated. The patient remained hypotensive for a period of time and during opening of the chest the rv was found adhered to the chest wall (unknown cause). The rv and lv were repaired and cpb was weaned. The patient was brought to the unit for post-operative management.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the manipulation of the delivery system during valve alignment could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a ventricular perforation occurred. Cardiopulmonary bypass was initiated and the chest was opened repair. A 16f esheath was placed without difficulty. The annulus was crossed and stiff wire placed and repositioned with a gentle curve in the lv. Bav was done with a 25x4 ew bav balloon. A 29mm s3 system was prepped to nominal volume. The valve was inserted into the sheath and advanced into the thoracic aorta, which was very tortuous so it was decided to align the valve in the beginning of the aortic arch. The balloon was canted in relationship to the valve, which made alignment very difficult. The catheter was pulled back until the alignment marker was seen however the valve did not advance over the balloon. Multiple attempts were made and the system was withdrawn and advanced into different segments of the aorta to try and align. One last attempt was made by adding flex to the catheter and then alignment was successful. The unfolded arch was crossed very slowly and the valve was placed across the annulus. Immediately after crossing, the pressure dropped to 40mmhg and tamponade was seen on tee. The valve was deployed without rapid pacing and there was no bp post deployment. The patient was shocked out of vt and the chest was opened and cpb was initiated. The patient remained hypotensive for a period of time and during opening of the chest the rv was found adhered to the chest wall (unknown cause). The rv and lv were repaired and cpb was weaned. The patient was brought to the unit for post-operative management.